Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
During a retroactive review of distributor incident files, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The patient's daughter reported that the patient had a rash under all of the therapy electrodes. The patient's dermatologist prescribed a medication but the rash did not improve. The daughter reported they would try a salve on the area. No allegation of a device malfunction.